Manufacturer narrative:
(B)(4). Additional 510k number: k013227. Device not returned.

Event description:
It was reported that a healing abutment could not be seated on the implant (tsvb11) due to internal thread damage. A thread tap was requested to re-thread the implant.